Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Reason for reoperation: patients concern with product, rupture.

Event description:
Patient reported bilateral exchange from textured implants due to concern with the product. Device remains implanted. Patient also reported rupture, swollen breasts, and burning sensation. This record is for the left side.